Event description:
Surgeon reported a breakage of a sl-plus stem approximately 15 years post-op.

Manufacturer narrative:
The previously reported breakage of the sl-plus stem did not happen. The newly reported affected device bicon-plus metal/pe-insert is not registered in the us, therefore the section has been changed. The initial medical device report has been filed erroneously to the FDA.

Event description:
Surgeon reported a breakage of a sl-plus stem approximately 15 years post-op. Update 9/29/2017: a breakage of the sl-plus stem did not happen. The shell and the stem are tight. A revision surgery is planned for (B)(6) 2017 to change the bicon-plus metal/pe-insert.